Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found that the lens is in four pieces. The optic has been cut or torn in half. Both plates are torn off and one haptic arm is bent. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the information provided the root cause for the reported event, cannot be determined.

Event description:
It was reported that the explanted lens was replaced with one of a different type and diopter.